Manufacturer narrative:
The insulin pump had unresponsive buttons due to corroded keypad traces. The insulin pump had a cracked case at the display window corner, minor scratches on the display window, cracked battery tube threads, and a cracked reservoir tube lip and window.

Event description:
It was reported that the buttons were not responding on the customer's insulin pump. Leading to the alarm, the customer was working in the rain. The customer also stated there were cracks in the reservoir compartment and he had received motor error alarms recently. He was advised to discontinue use of the pump and revert to a back-up plan. His blood glucose level was 131 mg/dl. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).